Event description:
It was later reported that the anchoring device was replaced with cement. The healthcare provider felt that improvement was needed and continued to wish for better lead anchoring solutions from the manufacturer.

Event description:
It was reported that the patient was uncomfortable with the high profile stimlocs protruding on his head. Due to this and the ¿older button,¿ the doctor removed both for a more comfortable feel for the patient. The leads were left in place. At the time of the report the patient was alive with no injury.

Manufacturer narrative:
Concomitant medical devices: product ID: 3389-40, lot# j0222890v, implanted: (B)(6) 2000, explanted: (B)(6) 2014, product type: lead. Product ID: 3389-40, lot# j0222890v, product type: lead. Product ID: 37642, serial# (b)(4, product type: programmer, patient product ID: (B)(6), serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 7495-51, serial# (B)(4), implanted: (B )(6) 2000, product type: extension. Product ID: neu_stimloc_acc, lot# unknown, product type: accessory. Product ID: neu_stimloc_acc, lot# unknown, product type: accessory. (B)(4).